Manufacturer narrative:
H4: the device was manufactured from december 14, 2020 - december 15, 2020. H10: the actual device was received for evaluation. A visual inspection was performed which noted fluid in the bladder. A functional leak test was performed by filling the unit with green colored water. After fill and prime, to ensure the blue winged cap is securely connected, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The sample was being monitored until the next day. The next day, no signs of leak were observed. The cause of the condition could not be determined; however, the most probable cause was due to a user error by not tightening the blue winged cap. Proper user instructions are addressed in the product labelling (IFU, instructions for use) which are inserted into the device packaging. The IFU indicates to make sure the winged cap should be securely connected to the flow restrictor after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone no.(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.